Event description:
It was reported that the user experienced a low blood glucose of 70 mg/dl, paused the ilet pump overnight, then unpaused in the morning with subsequent hyperglycemia noted at 327 mg/dl decreasing to 305 mg/dl, and was advised not to use a meal announcement to correct but to allow automated correction to proceed. Customer care provided assistance that included user coaching on appropriate use of automated corrections and meal announcements. Investigation of this case revealed user-controlled pump pause leading to rebound hyperglycemia with device function otherwise consistent with design. It was concluded that the event was related to user management and did not indicate a device malfunction. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.